Event description:
On february 13, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was not working correctly. About 2 months ago, the patient stated that the meter's battery went dead. She replaced the meter's battery during that time which resolved the power issue. However, after the battery was changed, the patient started getting readings with a decimal point that she did not try to interpret. She remembered getting readings such as "3.3 and 2.6 mmol/l." The last result found in the meter's memory was "hi" mmol/l. The patient could not recall if she had any symptoms when the "hi" mmol/l result was obtained. She also could not recall exactly when the "hi" result was obtained. The patient mentioned that the meter was previously set to the correct unit of measurement setting. During the time concern, the patient took her medications ("advandament" and "amaryl") as prescribed. The patient mentioned that she went to 3 drugstores and a healthcare center to see if the meter could be fixed. During one visit at a drugstore, her blood glucose was tested using an unidentified device and a result of "179 mg/dl" was obtained. The patient stated that at that time, she was feeling faint, wobbly, and light-headed. That patient was not given any medical treatment at the drugstore. On february 13, 2007, the patient indicated that she called her doctor because she "could not test" due to the mmol/l issue. She was given a prescription by the doctor to get a new meter. The patient's blood glucose was tested in the doctor's office, but she was not told what the result was. The patient was not given any medical treatment during the doctor's visit. In another instance, the patient used a neighbor's unidentified meter to test her blood glucose since she had not tested for a while. The patient got a result of "68 mg/dl" and treated herself with orange juice to raise her blood glucose. The patient did not report any symptom when the result of "68 mg/dl" was obtained. The meter and test strips were replaced. This case is being reported due to the following conclusion: the patient alleged the meter would not turn on and could not test. During the time of concern, the patient reportedly obtained a "hi" message on the meter. A "hi" message indicates a blood glucose level exceeding "660 mg/dl."

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. It either the meter of strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.